Event description:
Patient was referred for prophylactic generator replacement due to generator being implanted for 6 years. During the generator replacement, pre-operative diagnostics showed high impedance. The first systems diagnostic test showed high lead impedance with dcdc 4. The surgeon noted that it was strange because he interrogated and ran system diagnostics in clinic during the consult, which showed normal results with dcdc - 2 and ok. Subsequent testing also showed normal results. After the generator was replaced in the pocket, system diagnostics with a 2348 ohms and all "ok" was observed. As impedance was ok, the lead was not replaced. No further positional testing was performed. Generator was sent to pathology and discarded per the hospital policy. The lead was not replaced. Patient visited the neurologist a few days after the surgery and diagnostics were within normal limits at that time.